Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over to the pyxis es. A technical support specialist stated that messages were not reaching pyxis medstations. A server reboot was completed to temporarily fix the issue. The tss followed knowledge article " medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue" to permanently fix the issue. The customer was informed to increase ram allocation from 12gb to 16gb to optimize performance and prevent potential issues in the future. The issue was verified as resolved and confirmed with the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server, tower orders were not crossing over to the pyxis es. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.